Event description:
It was reported that on (B)(6) 2005- preoperative diagnosis: l4-5 and l5-s1 lumbar spinal stenosis <(>&<)> l4-l5 degenerative spondylolisthesis post operative diagnosis: l4-5 and l5-s1 lumbar spinal stenosis <(>&<)> l4-l5 degenerative spondylolisthesis. Procedure: l4-5 and l5-s1 lumbar laminectomy and partial medial facetectomies as well as l4-5 transforaminal lumbar interbody fusion with interbody cage, bmp, and autograft, as well as posterior spinal fusion of l4-5 with pedicle screw instrumentation, bmp, and autograft. (B)(6) 2012: per medical records, patient symptoms were spasms, weakness in left leg and pain. Tingling in left leg. Impression: there has been development of a central stenosis at the l3-l4 level brought about by an interval anterior subluxation of l3 to l4 with associated very prominent hypertrophy of the ligamentum flavum and facet joints. There is prominent bilateral intervertebral foraminal stenosis. There has been interval narrowing and degeneration of the disc at the l3-l4 level. There has been development of endplate degenerative changes at the l4-l5 level in spite of the fusion. No foraminal stenosis is seen at this level and no central stenosis is apparent. There has been overall progression of facet joint hypertrophy at the unfused levels, most notable at the l3-l4 level. At the l5-s1 level there has been development of intervertebral foraminal, primarily on the left. (B)(6) 2012: preoperative diagnosis: l3-4 spondylolisthesis and stenosis above a previous l4-5 fusion. Postoperative diagnosis: l3-4 spondylolisthesis and stenosis above a previous l4-5 fusion. Operation performed: hardware removal from l4-5. L3 laminectomy with medical facetomy posterior spinal fusion from l3-l4 posterior pedicle instrumentation from l3-l4 use of autograft bone for spine fusion indications for procedure: patient is a female with back and bilateral lower extremity pain. She was status post a previous l4-5 fusion but has developed spondylolisthesis and stenosis above the fusion. (B)(6) 2012: impression- there has been interval removal of the spinal instrumentation at the l4-5 level. Spinal instrumentation is now seen bridging the l3-4 level. Laminectomy is also now identified. (B)(6) 2012: stable post surgical changes from laminectomy and posterior fusion l3-l4 and stable laminectomy and fusion of l5-s1. (B)(6) 2013: there are minor disc degenerative changes at c4-5 and c5-6. The changes are slightly greater at c5-6. (B)(6) 2013: per medical records, l3-4 there is new laminectomy defect at this level with a probable seroma in the posterior tissues. It was reported that the patient suffered the following injuries: prominent hypertrophy of the facet joints, progression of facet joint hypertrophy at unfused levels, spondylolisthesis at l3-4, l3-4 spondylolisthesis with severe spinal stenosis, l3-4 spondylolisthesis and stenosis above the previous l4-5 fusion, pain, weakness, numbness, and tingling.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.